Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient came to clinic with driveline communication fault alarms. A self-test did not clear the alarm. There was no visible damage on the driveline, and an x-ray taken showed a very slight bend in the driveline. Log file analysis confirmed the driveline faults on (B)(6) 2022. The site switched the patient's primary controller out for their backup controller and also exchanged the modular cable; the driveline faults resolved and the patient's parameters were back to baseline with no symptoms observed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault alarms was confirmed via analysis of the submitted log file. Log file contained approximately 3 hours of data (B)(6) 2022 from 5:49:40 to 9:01:31 per the timestamp). Driveline communication fault alarms associated with a fault on the communication b line activated on (B)(6) 2022 at 6:27:13; the alarm did not resolve throughout the remainder of the log file. The alarm did not affect the controller¿s ability to support the pump at the set speed. The pump maintained a speed above the low speed limit throughout the log file. The heartmate 3 system controller (serial number: (B)(6) was not returned for evaluation. Additional information provided stated that the controller was exchanged with the backup controller and that the modular cable was exchanged. It was also reported that the exchanged controller is now the patient¿s backup controller. A log file, which contained data from the patient¿s current controller in use (serial number: (B)(6), was submitted for review. The log file captured the controller being first connected to the patient¿s pump after the controller presenting the reported alarms was exchanged. There were no unusual alarms observed following the driveline being connected to the controller, indicating that the driveline communication fault alarms resolved after the products exchange. The pump maintained a speed above the low speed limit after the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that (B)(6) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 10dec2020. Heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the driveline communication fault alarm conditions, and the actions to take if the alarm cannot be resolved. The subsection entitled ¿what not to do: driveline and cables¿ describes checking the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. C) section 6, entitled ¿caring for equipment¿, explain how to properly care for the driveline cable, the system controller, and the system controller power cables. This section also instructs the user to check the driveline daily for signs of damage such as cuts, holes, and tears, and to call the hospital right away if the driveline is damaged. The driveline needs to be cleaned by gently wiping any dirt or grime using a towel with mild dish soap and warm water. The heartmate 3 patient handbook (rev. C) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.